Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and reported possible under-delivery of insulin. The blood glucose value at the time of the event was 640 mg/dl. High blood glucose was treated by an overnight stay in the hospital and emergency medical services. The customer experienced symptoms like abdominal pain, thirst, frequent urination, vomiting, nausea, feeling sick/unwell, altered vision/vision changes, extremity pain/cramps, increased thirst, dizziness, and off balance. Troubleshooting was performed. It was found that the reservoir was showing more insulin when the reservoir should have less insulin if it was working. The customer was using the pump within 48 hours before the event and it was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump or not and will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08470 inches. Successfully downloaded pump traces and history file using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 11-nov-2023 and customer's event date of 17-nov-2023, there were no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 11-nov-2023 and customer's event date of 17-nov-2023 listed on smartsolve. Dailytotalcollectionstarttime = 11/11/2023 00:00:00.000. Dailytotalofallinsulindelivered = 9.4. Dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 9.4. Dailytotalcollectionstarttime = 11/17/2023 00:00:00.000. Dailytotalofallinsulindelivered = 0. Dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the ss event date 11-nov-2023 and customer's event date of 17-nov-2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.